Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced hernia recurrence, however, it is unknown if the recurrence is the original hernia defect or a new hernia defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a known possible complication. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2013 the patient underwent surgery for implant of an unspecified perfix plug. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".